Event description:
While wearing a nerve stimulator stick-on electrode, if the connection between the nmns/tens control unit and the electrode comes unplugged by movement the current still flows causing electrical shocks to the pt.